Event description:
It was reported that during a gastric septation video procedure, when trying to fit a second load in the stapler it was not possible at all, successive attempts by different professionals. The first load ecr60b after being fired left the jaw structure of the metal load, preventing the assembly of the remaining loads in the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested but unavailable: the lot number that was reported ((B)(4)) is associated with an ec45a and not the complaint device of ec60. The lot number that was reported ((B)(4)) is associated with and ecr45d and not the complaint cartridge of ecr60b. Can you confirm that the device that was used was an ec45a and the cartridge that was used was an ecr45d? Just for clarification, ¿the metal load that was left in the jaw¿ are you referring to the metal pan?

Manufacturer narrative:
(B)(4). Batch # k5d036. The analysis results that one ec45a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was received inside a plastic bag. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The reported event could not be confirmed as the test cartridge was loaded and removed without any difficulties during testing. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.